Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: rupture.

Event description:
Healthcare professional called to report rupture revealed via MRI. This record is for the left side. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.2., b.1., b.5., d.6b., h.6.

Event description:
Healthcare professional called to report rupture revealed via MRI. This record is for the left side. The device has been explanted.

Event description:
Healthcare professional called to report rupture. This record is for the left side. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: observed a broken assessed as fold flaw opening. As per the investigation procedure, creases and non-penetrating nick were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.